Event description:
A customer reported that their adc device did not start after the blood sample was applied and as a result, the customer was unable to obtain readings. The customer experienced vomiting and nausea and was seen at the emergency where serum and insulin infusion were administered for the treatment of hyperglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the freestyle lite meter was reviewed and the dhrs showed the freestyle lite meter passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.